Manufacturer narrative:
The customer-reported fault alarm at driver start-up was confirmed and reproduced during investigation testing. The primary motor did not operate due to a disconnected wire on the primary motor's printed circuit board assembly. Per design, the driver switched operation to the secondary motor which automatically triggers a permanent fault alarm. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm upon start up.